Event description:
It was reported that a possible premature battery depletion was noted on the device. Additionally, low pacing impedance and loss of capture were observed on the right ventricular lead. The patient presented to the clinic after feeling shortness of breath, dizziness, and fatigue. X-ray revealed that the rv lead lost slack and was slightly pulled back, and there was a possible insulation breach. The device was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The report event of premature battery depletion was not confirmed. The device was received with normal output and normal telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at eos voltage consistent with normal usage due to high parameter settings. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.